Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had to press buttons multiple time to respond. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had scratches on back and it was slower to rewind and making a louder grinding noise. Customer also stated that the insulin pump had random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump had a blank display due to a corroded battery tube. We were unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement accuracy, stop current, run current measurement, off no power, a21 error or self tests due to the blank display. Unable to verify drive/motor anomaly, unexpected motor noise anomaly, unexpected no delivery alarm, rewind anomaly or unresponsive buttons/button error alarm due to the blank display. The motor was tested outside of the unit and passed. No damage was noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. The pump had a scratched case, a small crack on the display window, a cracked case at the display window corner, a missing address/serial number label and a cracked reservoir tube lip. During visual inspection the lcd board was corroded. The test p-cap and reservoir did lock in place in the reservoir compartment.